Manufacturer narrative:
The device has not been received. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the pipeline embolization procedure, two pipeline devices failed to open at the proximal section. The devices were both sheathed to attempt in opening the devices. However, during the resheathing the pipelines were alleged to have become stuck within the microcatheter. The devices were removed. The devices were all prepared per the instructions for use (IFU). The catheters were flushed as indicated in the IFU. No patient injury occurred.

Manufacturer narrative:
The pipeline device was found to be stuck within the distal segment of the microcatheter that its was used with. The pipeline flex was then pushed out from the catheter lumen with difficulty. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex braid were fully opened and no damage. The pushwire appeared to be bent near the proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. Based on the analysis findings and the event descriptions, the reports of failure to open at the proximal end could not be confirmed, as the distal and proximal ends of the returned pipeline flex braid were fully opened with no damage. Possible contributing factors include patient's vessel tortuosity. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU), the user should: ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ linked mdrs: 2029214-2018-00710. If information is provided in the future, a supplemental report will be issued.